Event description:
Healthcare professional reported a rupture. This record relates to right side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Clarification: mcghan mm450. F2203 - imaging required. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: device rupture.